Manufacturer narrative:
MDR 9610806-2025-00001 was filed on january 10, 2025. Additional information -february 11, 2025: based on the analysis of the information provided and troubleshooting performed by siemens the probable cause of discordant flc lambda results using n latex flc lambda lot 473292 on the atellica neph 630 could not be identified. Siemens requested the atellica neph 630 save data file containing the discrepant results as well as the calibration and qc data obtained on the date(s) of occurrence for further analysis. The information received did not contain the results for the affected sample. Therefore, the calibration and qc performance for flc_l or flc_k or the kinetics of discordant results could not be reviewed. No issue with the assay or system could be identified. These observations suggest a single event for one single patient sample result. The customer is operational.

Event description:
The customer reported the observation of discordant flc lambda (flc_l) patient sample results using n latex flc lambda lot 473292 on two atellica neph 630 systems (serial number: (B)(6) ), compared to result obtained with different method. The discordant results were not reported to the physician. The result from the alternate method was reported to the physician. There are no reports of adverse health consequences due to the discordant results.

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the observation of discordant flc lambda (flc_l) patient sample results using n latex flc lambda on an atellica neph 630 systems compared to result obtained with different method. Siemens is currently investigating the issue. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.